Manufacturer narrative:
B5: the lens was implanted vertically and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.0/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length different axis lens due to excessive vault. The problem was resolved. The cause of the event is reported as a patient-related factor.